Event description:
Pt experienced paralysis for 2 days following surgery for cervical fusion.

Manufacturer narrative:
(B)(4). The report indicates the pt suffered 2 days of paralysis due to hard impaction (hammering) of the anchor plates that secure the cervical fusion device. The #2 impactor instrument cap broke from the shaft during final impaction. The event occurred outside the us.